Event description:
Materials: 305106; batch#: 4116510. It was reported by the customer that blockage and leakage. Escalated report-please relate this report to previously reported records (B)(4). Customer reports 14 additional occurrences related to blockage and leakage (medication shooting out from the side of the hub that houses the needle). I reached out to the customer by phone to clarify info on attached email and was told these 14 occurrences happened after the initial 2 reports ((B)(4)). Date of events were not saved and amount of times leakage occurred was not documented, main issue seems to be blockage but occasionally leakage occurs as well. Impacted needles have not been saved. Customer stated lots for these issues were not saved but most likely may be related to lot 4116510. Customer also notes medication used. Customer email: "we still have a decent failure rate with the needles and I collected the following data: physician needle failure rate: (B)(4) injections with (B)(4) failures = failure rate (B)(4). Registered nurse needle failure rate: (B)(4) injections with (B)(4) failures = failure rate (B)(4). This data makes me question if the increased failure rate with the rns is the medication they are injecting. I asked what medications have the failure and was told the following: rns - kenalog and methotrexate. Mds -lidocaine with epinephrine. Of note, the lido/epi is the primary medication the mds inject. The kenalog is the primary medication that the rns inject."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the reported batch number was not known by the customer and the batch provided was only provided as a possible batch. The MDR for unk batch was submitted under 1911916-2024-00786, therefore this MDR was not required and will be void.

Event description:
No additional information.